Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the rptr: when the device was connected, the click was felt. When the green mark became mostly visible, the anastomosis was done. However, the device was stuck and could not be removed. The device was pushed back, then it could be removed, but the donut ring was torn. When the leak test was conducted right after, a leak was found on the posterior wall of the anastomosis. Manual suturing was done with pds2 suture. No bleeding was reported, nothing fell into the pt cavity. The surgery was extended more than 30 minutes.